Manufacturer narrative:
Concomitant medical products: product ID: 8840, product type: programmer, physician. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a pump being used to deliver l ioresal (baclofen) 2000 micrograms (mcg) per milliliter (ml) at a dose of 700 mcg per day for intractable spasticity and spinal cord injury/spinal cord disease. The lot number of lioresal was unable to be obtained. Multiple motor stalls were reported. The patient did not recently have a magnetic resonance image (MRI). A motor stall was seen at initial interrogation on (B)(6) 2015. No prior logs were available, but it was noted a stall likely occurred at the same time as an MRI that date at a time preceding the oldest log entry. On (B)(6) 2016 at 17:13 the logs showed an event with no log data, only an (18). The same date and time there was a motor stall recovery and a stall at the same time as well as a safe state message. The patient's pump was going to be replaced that evening. No symptoms were reported. It was also noted that the patient had a computed tomography (CT) scan earlier in the day to check catheter patency. It was reported later on (B)(6) 2015 that the pump was replaced and that the patient's dose was decreased to 350 mcg per day. The patient was admitted for observation. The patient was doing fine at that time. The cause of the stalls was not determined. It was further reported that as of (B)(6) 2015 the patient was doing well and had been discharged home. A supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
The previously reported conclusion code no longer applies to the event. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.